Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cable require reset. A field service engineer, reseated the row board cables on drawer 3.1 .to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer 3.3 in km-rehab 2 has repeatedly malfunctioned, causing it to frequently detach from the cubbie. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.